Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor was sizing the tibial component. He attempted to check his alignment through the swivel block on the end of the tibial template alignment handle but was unable to swivel the alignment rod toward the pt's ankle. Upon closer inspection, the swivel block appeared to be upside down. Alignment was checked with rod in non-swiveling hole with no problem."